Event description:
It was reported by the customer that their insulin pump had a delivery anomaly. Customer stated they programmed their settings and the device alarm. Advised customer the alarm is normal and that they need to confirm their settings so the device may deliver insulin. Customer confirmed device was working and declined further troubleshooting. Customer's blood glucose level was 92 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.